Event description:
A healthcare professional reported the doctor was unable to aspirate the catheter, so the catheter was replaced along with the pump at a normal pump replacement on (B)(6) 2015. Everything went very well with the surgery. Later that day the patient was being transported back to their nursing home via ambulance when they became very nauseated. The patient¿s husband was worried it was due to the pump since it was just replaced on that day. The pump was checked and everything was correct as far as programming and priming. There were no alarms or error messages. They were given medication for that, and they instantly became unresponsive. The issue was reportedly a medication error given by the emts that picked the patient up via ambulance. They were transported back to the hospital where they stated for two days under observation, and they had been intubated. The pump was reportedly ruled out, and the doctor was confident that it was the medication administered to the patient for their nausea. The patient was released and had been doing great ever since. It was unclear if the patient received too much baclofen, if the nausea medication was responsible for the patient¿s symptoms, or if it was a combination of both. The pump contained baclofen.

Manufacturer narrative:
Concomitant product: product ID: 8703w, serial# (B)(4), product type: catheter. (B)(4).